Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: during use on pt, the customer found a difficulty in cutting the tissue for several times. No pt harm. Operating time not extended. Add'l tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.